Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 on a patient with moderately thickened leaflets. A mitraclip xtw was inserted and placed on the mitral valve. However, the mr was not adequately reduced. Therefore, a decision was made to reposition the clip. However, after opening the clip in an inverted position, it was observed that there was not enough height to go back to the atrium, and the clip had become caught in chordae. Troubleshooting was performed, but the clip was unable to be freed from chordae. It was noted that the clip had opened while establishing final arm angle (efaa), but as the clip was unable to go back to the atrium, a decision was made to implant the clip where it was stuck, without an additional lock test, attached to both leaflets. However, after removing approximately 10cm of the lock line, resistance was encountered, and it was observed that the clip opened to approximately 30-45 degrees. It was noted that the second end of the lock line was visible at the clip handle and was removed from the patient with a clamp. To stabilize the clip, a second clip was then inserted and deployed on the mitral valve, reducing mr to a grade of 3. There was no clinically significant delay in the procedure.